Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, interrogation revealed stored episodes of ventricular noise. The ventricular lead noise could be reproduced with pocket manipulation. No intervention was reported. The patient was in stable condition.